Manufacturer narrative:
Additional information: b5, g3, h2.

Event description:
During a premature ventricular contraction procedure, there were issues with noise on the ECG resulting in cancellation of the procedure. Mapping and ablation were performed, but consolidation was needed. The patient had been sedated during ablation as they were experiencing pain. The prs-ps moved so mapping was performed again. At this time, there was a lot of noise on the ECG. The noise was not able to be resolved, and it was decided to end the procedure due to not being able to map and pace the premature ventricular contraction. It is unknown what was causing the issue. Upon clean up the noise on the ECG disappeared when removing the tactiflex cable from the tactisys. The cable was reconnected, bringing back the noise, and then disconnected and the noise resolved once again. It is unknown what was causing this as the tactiflex was used for mapping at the beginning of the procedure without issue. The tactisys and tactiflex to tactisys cable have both been used in procedures since without issue.

Event description:
During a premature ventricular contraction procedure, there were issues with noise on the ECG resulting in cancellation of the procedure. Mapping and ablation were performed, but consolidation was needed. The patient had been sedated during ablation as they were experiencing pain. The prs-ps moved so mapping was performed again. At this time, there was a lot of noise on the ECG. The noise was not able to be resolved, and it was decided to end the procedure due to not being able to map and pace the premature ventricular contraction. It is unknown what was causing the issue. Upon clean up the noise on the ECG disappeared when removing the tactiflex cable from the tactisys. The cable was reconnected, bringing back the noise, and then disconnected and the noise resolved once again. It is unknown what was causing this as the tactiflex was used for mapping at the beginning of the procedure without issue.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Review of the device history record was not possible as the lot number is unknown.